Event description:
It was reported that the patient underwent an ipg replacement procedure due to progressing pain symptoms. The patient was doing well postoperatively and the explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.